Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: primary operative notes were reviewed and were unremarkable. X-rays were reviewed and show implants with appropriate fit and orientation with no gross changes between the immediate post-op x-ray and 12 month post-op x-ray. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the patient is experiencing pain.